Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, cause was not established for foreign material inside the light guide lens, foreign material on the forceps elevator and the distal end had residual liquid. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material inside the light guide lens, foreign material on the forceps elevator and the distal end had residual liquid. There was no patient involvement.